Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 556 mg/dl. The customer¿s other different blood glucose were ranging from 80 mg/dl to 150 mg/dl and 154 mg/dl, 282 mg/dl and 349 mg/dl, 377 mg/dl, 367 mg/dl. The customer experienced symptoms such as dry mouth. Customer treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer report customer did not allege pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The insulin pump will not be returned for analysis.